Event description:
It was reported that after checking the pedicles that had been transected, there was an arterial bleed from one of the gonadal vessels. There was bleeding from the staple line. The staples did not form properly and endoscopic clips were used to control the bleeding with no patient consequences.